Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced skin allergic reaction described as itching, "feeling of the skin was burning" at the insertion site. The customer had contact with a healthcare professional and received unspecified medical treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.